Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts are free from the needle, but remain attached to the suture and insertion device. The actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established for the reported complaint of t2 not fixating. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 implant was inserted but would not stay anchored. A backup device was available to complete the procedure. Due to device malfunction the procedure time was extended by more than 2 hours and a portion of the meniscus needed to be removed as a result of the malfunction.